Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the technician indicated that the anterior vitrectomy probe stopped cutting during a procedure. The product sample was retained. There was no known patient harm. No additional information is expected.

Manufacturer narrative:
One probe was returned for evaluation. The sample was visually inspected using magnification and was deemed to be nonconforming as the cannula needle was bent. Aspiration testing was performed and deemed conforming. Actuation and cut testing were performed and deemed nonconforming. There was no cutter movement observed in the port. The probe was disassembled and the components inspected. There was approximately 0-5 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was significant resistance felt when removing the inner cutter from the bent needle. The inner cutter was severely bent. There was slight wear at the bend area. The final customer lot was identified. A device history record review was performed and indicated the product was released based on the product¿s acceptance criteria. The root cause for the probe not working appears to be from the bent needle and bent inner cutter. The bent needle causes interference between the inner cutter and outer needle and prevents movement of the inner cutter. The manufacturer internal reference number is: (B)(4).